Manufacturer narrative:
Device has not been returned to service repair hub for further investigation. Could not confirm nor deny customer's complaint of does not function/broken due to the device not being returned to the service hub. Customer did not provide serial number, event logs, device logs, or any additional information for this device. No 12 month review on the device could be completed as no device information was given.

Manufacturer narrative:
The device is expected to be returned. It has not been received.

Event description:
The event occurred on an unspecified date during the week of (B)(6) 2020 and involved a plum 360 infusion pump where the patient¿s blood pressure was dropping while they were struggling with an unspecified function of the pump to the point where they were unable to rescue the blood pressure. This resulted in calling a code blue and initiating cardiopulmonary resuscitation (CPR). No additional information has been provided. This is the second of three events reported.